Event description:
It was reported that during an unknown procedure, the surgeon described that, from almost the start, the 5mm trocar was leaking. He reported that the devices were giving a hissing sound throughout the procedure. They continued with the procedure but the devices added to frustrations during surgery. The skin incision was appropriate for the trocar size and the trocar was inserted according to step of use guidelines and training. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.